Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this brady lead was not successfully implanted at the left bundle branch due to lead drops during placement. The patient's heart would not hold onto any leads well. The lead will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported.